Manufacturer narrative:
(B)(4). Date sent to FDA: 12/01/2020 additional information: d9, h3, h6 h3 analysis summary: the active ring of the device is confirmed to be missing from the distal end of the electrode. The missing section of the active ring has not been returned with the electrode. The remainder of the electrode show no signs of damage. Closer visual examination showed the active tip of the device has fractured from the distal tip. The condition of the fracture face of the device suggests a brittle failure with no obvious signs of mechanical damage. Instances of similar failures have been seen historically, with the failure location, mode and method indicating failure due to surface (hydrogen) embrittlement. A CAPA was raised to address the event reported. The necessary actions have been taken to address the issue.

Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: "according to the information provided it was reported that the handle of a 4 mm bipolar electrode broke and it was also reported that fragments were generated, please clarify if the tip was the part broken off in the patient cavity?. Yes, the tip was the broken part that was in the patient¿s cavity. Were any fragment/tip of the device left inside the patients cavity? According to what I was informed, there was no fragment left in the patient¿s cavity. What is the status of the device returned? 3. I await invoice to send the device. Please provide tracking number?. As soon as I post to the post office, I send the tracking number."

Event description:
It was reported that the patient underwent a hysteroscopy on (B)(6) 2019 and the electrosurgical device was used. During the procedure, the electrode tip broke. There was no fragment left in the patient¿s cavity as the broken part was removed from the patient's body without additional intervention and replaced with another like device to complete the procedure successfully. There were no adverse patient consequences reported.